Event description:
Analysis of the returned generator was completed. No anomalies were detected on the generator during analysis. No other relevant information has been received to date.

Event description:
It was reported that a during revision surgery for high impedance, a newly opened generator that was anticipated to be implanted experienced issues with the septum plug. The septum plug popped off when the surgeon was working with the set screw. Due to this, this device was scrapped and another m1000 generator was implanted. This report will capture the issues regarding the septum plug. A separate report will capture the high impedance event on the leads. The suspect product has not been received to date. No other relevant information has been received to date.

Event description:
Later, a response was received from the surgeon in regards to the event. It was reported that no excessive force was utilized, the set screw was not overly backed out. The surgeon had indicated that the connection at the header looked fine. The suspect product was indicated to be received into the product analysis lab. Analysis has not been completed to date. On the associated return form, it was indicated by the customer that the battery was "defective". "Set screw popped off as surgeon was about to use hex screwdriver." No other relevant information has been received to date.